Event description:
Additional information received indicated that the lead was capped and replaced to resolve the event. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased pacing lead impedance (pli) and increased capture threshold noted on the right ventricular (rv) lead. A lead revision procedure is anticipated, and the patient was stable with no consequences.